Event description:
It was reported that during an unk procedure after inserting the battery, after the anvil removed and during insert cdh29p for to anastomosis, device fired automatically without pressing the trigger (even though the anvil had not been installed.) No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 1/5/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch # a97j1z. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number a97j1z, and no non-conformances were identified.